Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2021. The surgeon reports low vault. The cause of the event is reported as device: "lens too small."

Manufacturer narrative:
Weight, race, ethnicity: unk PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2021. The surgeon reports low vault. The cause of the event is reported as device: "lens too small."

Manufacturer narrative:
B5-additional information: on (B)(6) 2022 the lens was explanted and then replaced with a longer lens. See MFR rep# 2023826-2022-00967 for replacement lens. Claim# (B)(4).